Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) alerted they went to the hospital where they found a "coil issue" and that it was "disconnected" a few days later the device alerted again. The device and lead remains in use. No patient complications have been reported as a result of this event.